Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 43 mg/dl and 137 mg/dl. The customer reported that the disconnected the use of insulin pump and ate sugar pills. The customer had been using the insulin pump system within 48 hours of the event. The customer was neither in the emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose levels. The insulin pump was not on auto mode at the time of the incident. The insulin pump was alleged for over delivery because of the safety notification. The customer reported that she saw a small damage on the black part on the reservoir compartment and the clear part was a little loose and could be pulled out. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. The insulin pump will be returned for analysis.